Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to confirm prime alarm, due to motor error alarms.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. The blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).